Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a false pause episode due to ventricular undersensing was observed. Patient was asymptomatic. The cause of the undersensing appears to be due to loss of contact with the pocket. Performing isometrics were suggested. However, there are no plans on trying to reproduce the event. The patient will continue to be monitored.